Event description:
Pt reported after breast augmentation procedure, a symbios go pump was used for pain relief. The procedure ended at approx 1:45 pm. During routine pt calls that evening (approx 8 pm), the pt recognized and reported one side of the pump contained a fully deflated elastomer, suggesting a rapid flow rate. She stated the other side didn't appear to be going down very much. The nurse recorded no pt injury at that time. As part of symbios' investigation, the facility stated they filled the pump at their site with a syringe and put equal amounts in each side to bring the pump to a total fill volume of 270 ml. The pump foam factor is 300 ml, dual. Meaning, each of the two sides is intended for a flow rate of 2 ml per hour when filled to the labeled volume on each side (150 ml). The pt removed the pump after the remaining side was empty and took it to the facility. The facility then sent the pump to the manufacturer for investigation.

Manufacturer narrative:
The returned pump showed physical evidence of flow restrictor displacement which could be expected to cause a fast flow of local anesthetic. Out of a manufacturing history which includes (B)(4), this is the first allegation of fast flow. Retention samples and other flow restrictor subassemblies manufactured within the same time frame of the manufacture date of the MDR flow restrictor subassemblies were examined for evidence of manufacturing abnormalities which would permit flow restrictor bead displacement. None was found. Raw material dimensional incoming inspection records were reviewed, as well as lot release data, and all were found to be within acceptable limits. A CAPA has been initiated to further investigate potential root causes for this failure, and ultimately what could be done to further reduce the risk of recurrence.